Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by follow-up received from the clinic that the rv lead was prophylactically replaced and was a functional lead at the time of the procedure.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient and patient family member that the patient¿s right ventricular (rv) lead was a ¿bad lead¿ that ¿shorted¿. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.